Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Thrombocytopenia: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025, that the patient had hematoma at 5.5 site. Anticoagulation remains off to prevent worsening hematoma at impella site and ICD site. Hematoma is currently stable. Cts is aware, will continue to monitor.